Event description:
It was reported that revision surgery was performed due to loosening of the shell. Although the shell involved in this event is not currently sellable in the us, the concomitant products are currently sellable in the us. Therefore, we are choosing to report this event.